Manufacturer narrative:
Additional information was received that the issue was resolved when someone "increased the volume" so that the beep can better be heard over the other noises in the cathlab. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
No additional diagnostic/functional testing was performed. The philips field service engineer (fse) spoke to the customer on the phone who stated the problem had already been fixed during another operation and the volume had already been adjusted. The fse believes that someone "increased the volume" so that the beep can better be heard over the other noises in the catheter lab, but this was not confirmed. The customer stated that no further on-site intervention required. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the pulse sound can no longer be heard in the catheter lab. It only exists on the monitor. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6). E1 reporting institution phone #: (B)(6). E1 reporter phone #: (B)(6).